Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19075432. Further information provided by the customer indicates the occlusions were identified when the samples were connected to a juno syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075432 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The connecting syringe in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: report suggests there was an occlusion with the smartsite. In the morning of (B)(6) 2020, the nurse used smartsite to flush the tube, and found that the smartsite connector did not flow fluid, and the syringe was changed to flush the tube again. The first flushing used a weigao syringe, the second used a bd flush 10ml.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: report suggests there was an occlusion with the smartsite. In the morning of (B)(6) 2020, the nurse used smartsite to flush the tube, and found that the smartsite connector did not flow fluid, and the syringe was changed to flush the tube again. The first flushing used a weigao syringe, the second used a bd flush 10ml.